Event description:
The device was implanted on 1/22/98. On 5/3/98, the pt had profuse bleeding from the left ventricular assist device driveline site. Emergency medical service transported the pt to the hospital. Bleeding continued at the hospital despite intervention. Numerous blood products given with pt's further deterioration. The pt was taken to the operating room and placed on a femoral cardiopulmonary bypass. The chest and left ventricular assist device pocket were opened. Upon opening, the surgeon discovered the suture that helps in securing the outflow elbow was separated from the left ventricular assist device body approx 1 cm. The break in the suture appears to have been caused by the suture abraiding/rubbing against the pt's sternum. The pt had grown a pseudo aneurysm around the separation that herniated. During the procedure causing air to pass resulting in a cerebral vascular accident. A computed tomography scan of the pt's head on 5/4/98, revealed a large left middle cerebral artery infarct. The pt subsequently expired from the cerebral vascular accident on 5/7/98.

Manufacturer narrative:
On 06/19/1998, the physician informed the MFR's sales rep that he had concerns regarding the position of the suture on the outflow elbow of the lvad. The physician believes that if the suture is positioned so that it is on top of the lvad there is a risk of this suture abrading against the sternum. The MFR is in the process of evaluating corrective actions to prevent recurrence of this incident. No further info is available.